Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was damage to the battery compartment with evidence of moisture ingress. Additionally the battery cap was unable to tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: there was a battery compartment crack observed in the thread area. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. Due to the moisture contamination inside the battery compartment, the pump could not start up. The battery cap was unable to fully tighten. The battery cap threads were damaged. The battery cap was measured to be within specifications. The pump's black box data could not be downloaded from the pump. A leak test showed that there was a leak at the battery compartment crack. There was no evidence of additional moisture contamination inside pump.